Manufacturer narrative:
On 10/06/2016 the field service engineer (fse) found that the probe wash collar arm was not traveling down all the way due to debris in its track. This caused the leak in the secondary probe during probe wash. The fse cleaned and lubricated the track to fix the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained diluent/blood leak of less than 1 ml from the coulter hmx analyzer during backwash in manual mode. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.